Manufacturer narrative:
Device evaluation: guide wire passes until hub and then will not pass. Device is still patent because air still passes through lumen. Balloon successfully inflates and holds air. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
Lead extraction procedure during which an effusion was discovered after ra lead had been removed and rv lead was being removed. Effusion increased after pericardial tap attempted. During rescue efforts, a bridge balloon device was requested for use but was occluded. A second bridge balloon was opened, but there was difficulty passing the wire through the whole lumen. A third bridge balloon was successfully used in the case. Exploration of the chest cavity via sternotomy revealed no apparent effusion; patient survived the procedure. This report reflects the second bridge balloon where wire would not pass through the lumen.